Event description:
During the procedure, the device emitted metal fragments and additional irrigation of the surgical site was required.

Manufacturer narrative:
The used device was not returned for evaluation. Therefore an engineering analysis of the subject device cannot be performed, and the complaint is unable to be confirmed.